Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the first dwell cycle of peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm. The patient stated they would restart therapy with new supplies or finish therapy manually. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.